Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker and left ventricular lead were explanted due to erosion from the pocket. The decision was made to implant a replacement system on the contralateral side. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.